Event description:
Additional information was received from the rep. Rep confirmed patient information. Confirmed resume lead not functioning. No other information reported.

Manufacturer narrative:
Continuation of d10: product ID 3587a lot# n098077 serial# implanted: (B)(6) 2007 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3587a lot# n098077; serial#; implanted: (B)(6) 2007; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(6), ubd: 29-jan-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced increased pain and couldn't feel stim. Impedance check was performed and found impedances on electrodes 1 and 3 noted as avoid, and electrode 2 at 40,000 ohms noted as do not use. The cause is unknown and it was not reported if the issue was resolved, but the rep noted they would submit any new information that becomes available.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the reported event was unknown. It was unknown what actions will be taken to resolve the issue. The issue has not been resolved. The information provided was confirmed with a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.